Event description:
It was reported that the lead triggered a lead warning with polarity switch due to low impedance. It was also reported that there was low sensing value noted on the lead and that the patient experienced pocket stimulation. Reprogramming was completed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.